Event description:
It was reported that a patient experienced a malfunction alarm and managed to resolve the issue by performing a pump reset. There was no reported adverse impact to the customer's blood glucose level.